Manufacturer narrative:
On 25-sep-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Slightly injured the inside of my cheek [mouth injury]. Brush head fall off hand pieces mid-brushing/brush head sometimes comes off while brushing - oral-b toothbrush [device breakage]. Brush head has not been holding up very well - oral-b toothbrush [device connection issue]. Metal pin become worn down/wear and tear - oral-b toothbrush [device physical property issue]. Battery has not always charged reliably - oral-b toothbrush [device power source issue]. Case narrative: consumer stated on phone that brush heads fall off of hand piece mid-brushing, since the metal pins of toothbrush has become worn down, it even slightly injured the inside of consumer's cheek once. No serious injury was reported. On 03-jul-2025: product dosage regimen updated and adverse event added on data received on 03-jul-2025. Follow-up (product investigation results): oral-b toothbrush (suspected) investigation was performed. The driving shaft of both toothbrush handles showed heavy signs of usage and wear, which caused a reduction in diameter. The cause of failure was consumer related. No manufacturing cause or design issue was identified based on the investigation. No serious injury was reported.

Event description:
Slightly injured the inside of my cheek [mouth injury], brush head fall off hand pieces mid-brushing/brush head sometimes comes off while brushing - oral-b toothbrush [device breakage] , brush head has not been holding up very well - oral-b toothbrush [device connection issue] , metal pin become worn down/wear and tear - oral-b toothbrush [device physical property issue] , battery has not always charged reliably - oral-b toothbrush [device power source issue]. Case narrative: consumer stated on phone that brush heads fall off of hand piece mid-brushing, since the metal pins of toothbrush has become worn down, it even slightly injured the inside of consumer's cheek once. No serious injury was reported. 03-jul-2025: product dosage regimen updated and adverse event added on data received on 03-jul-2025.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return,

Manufacturer narrative:
25-sep-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Slightly injured the inside of my cheek [mouth injury], brush head fall off hand pieces mid-brushing/brush head sometimes comes off while brushing - oral-b toothbrush [device breakage], brush head has not been holding up very well - oral-b toothbrush [device connection issue], metal pin become worn down/wear and tear - oral-b toothbrush [device physical property issue], battery has not always charged reliably - oral-b toothbrush [device power source issue]. Case narrative: consumer stated on phone that brush heads fall off of hand piece mid-brushing, since the metal pins of toothbrush has become worn down, it even slightly injured the inside of consumer's cheek once. No serious injury was reported. 03-jul-2025: product dosage regimen updated and adverse event added on data received on 03-jul-2025. Follow-up (product investigation results): oral-b toothbrush (suspected) investigation was performed. The driving shaft of both toothbrush handles showed heavy signs of usage and wear, which caused a reduction in diameter. The cause of failure was consumer related. No manufacturing cause or design issue was identified based on the investigation. No serious injury was reported. Follow-up: batch/lot no. Added for suspect product. No serious injury was reported.

Event description:
Slightly injured the inside of my cheek [mouth injury] brush head fall off hand pieces mid-brushing/brush head sometimes comes off while brushing - oral-b toothbrush [device breakage] brush head has not been holding up very well - oral-b toothbrush [device connection issue] metal pin become worn down/wear and tear - oral-b toothbrush [device physical property issue] battery has not always charged reliably - oral-b toothbrush [device power source issue] case narrative: consumer stated on phone that brush heads fall off of hand piece mid-brushing, since the metal pins of toothbrush has become worn down, it even slightly injured the inside of consumer's cheek once. No serious injury was reported. 03-jul-2025: product dosage regimen updated and adverse event added on data received on 03-jul-2025. Follow-up (product investigation results): oral-b toothbrush (suspected) investigation was performed. The driving shaft of both toothbrush handles showed heavy signs of usage and wear, which caused a reduction in diameter. The cause of failure was consumer related. No manufacturing cause or design issue was identified based on the investigation. No serious injury was reported. Follow-up: batch/lot no. Added for suspect product. No serious injury was reported.

Manufacturer narrative:
25-sep-2025: complained product received - user handling was identified as root cause for the complaint.